Event description:
The facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "broken door" was confirmed during device evaluation. The cause of the problem was a broken pump head door and missing door latch assembly. Service replaced the pump head door to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.